Manufacturer narrative:
(B)(6). PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c778569 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There is no imaging available to support the investigation. According to the information provided 3 ziv6-35-125-6.0-120-ptx were placed in the patients right sfa and stent fracture (type I) was confirmed. Clinical input was previously requested for a similar complaint with the same failure mode i.e. Stent fracture. The following information was provided: it is known that the superficial femoral artery itself is subject to all sorts of forces ¿ bending, twisting, stretching, compressing, etc. ¿ which can put stress on stents in this artery, resulting in fractured. As previously stated in report # 3001845648-2016-00367, claudication or occlusion is described. Total occlusion is an additional potential risk factor that could result in stent fracture. However as no imaging is available, a definitive root cause of this event cannot be determined. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that according to packaging insert, stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with the lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, no medical/surgical intervention was conducted. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: three of ziv6-35-125-6.0-120-ptx (c778569 x3) were placed on the patient's right sfa. On (B)(6) 2016: stent fracture (type I) was confirmed. This patient and these devices are also involved in report # 3001845648-2016-00367. Due to a separate failure mode [occlusion] also occurring a separate report was submitted for the differing failure modes.